Event description:
During service the pump powered on with failure code 550. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.